Manufacturer narrative:
A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. The root cause of the reported observation was due to the device having normal battery depletion to eol.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the outpatient consultation, the patient's scs system implantable pulse generator (ipg) battery was depleted. The ipg was determined to had reached its end of service. Consequently, the generator was successfully replaced with a new one.